Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site on (B)(6) 2016 to assess the testing instrument in question. The fse determined that the instrument was operating as expected.

Event description:
On (B)(6) 2016, an unexpectedly negative antibody screen was documented, when tested on a galileo echo instrument.